Manufacturer narrative:
Product analysis the device was returned along with a 0.014¿ spider fx wire. The is bent and kinked, and the guidewire lumen is intact. The tip/housing is detaching distal to the anchor pockets, but it is not fully detached medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A hawkone-m and a 7mm spider fx was being used for treatment of a calcified lesion in the superficial femoral artery. The artery was 5mm in diameter. A 6fr non medtronic sheath and a non medtronic guidewire. The IFU was followed. The vessel was not pre-dilated. The device did not pass through a previously deployed stent. The IFU was followed. It was reported removal difficulties were encountered which were caused by the non-medtronic sheath. The physician pulled the device(s), with resistance, and removed successfully in tandem without injury/intervention. Once safely removed from body the physician clipped basket off the wire, no issue with the spider device. After successful removal, re-placed with a new sheath, same guide wire, then used an in.pact dcb for post dilation. No patient injury. When the device was returned it was noted that the device was damaged